Event description:
Additional information received reported c300. It was reported that the cable assembly had a loose connector.

Event description:
It was reported that the recharger was not charging and their battery was not working. It was reportedly not charging in the wall; therefore, it is not holding the handset battery and can¿t charge the battery in their back. It was noted that as of the date of the report they did not have a charge holding in the recharger. They did reportedly have a charge on their implantable neurostimulator (ins) and they noted that they should be okay for a few days. It was also noted that they needed a new charger because the charger was not charging what comes out of the wall. It was later reported that the recharger was not charging and it was noted that the recharger issues had a sudden onset. It was noted that it was the piece that went into the recharging unit itself and the patient had to play with it. The patient reportedly barely got themselves charged and had to hold it in tight to give themselves a charge. It was noted that the unit itself was not holding charge and it was not getting any juice from the wall. The patient described the cord that connected to the unit as the issue. The patient reportedly had to balance themselves so they did not move to get 8 coupling bars and had sticky tags to help where it did not move. The patient reportedly had the charger in one hand and the other holding the desk top charger cord in while charging. It was noted that this was noticed ¿not the last time, but the time before¿ and that when the patient plugged it in it normally would show a plug icon and then when they plugged it in the plug icon was fading in and out and the patient felt it was weird. The patient reportedly like to charge straight from the wall and noticed that when they took the recharger pack off after charging the recharger was not charged. It was then noted that the patient noticed this two weeks prior to the report. It was later reported that the patient had to hold it to get connection, loose connector pin. C100, analysis results found no anomaly. It was noted that the recharging antenna cable was discolored.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, lot# c0388779, product type: recharger. (B)(4).